Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded or loose drive support disk. No motor error alarm noted during testing. Motor passed motor test. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corners, minor scratched lcd window, and scratched reservoir tube window.